Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a ridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that insulin was exiting the bottom of the cartridge. Blood glucose was 93 mg/dl. A new cartridge was successfully loaded to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.